Event description:
The pump was returned for investigation. Evaluation revealed that when the pump is booted the display is a dim red color. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the keypad cover is missing/detached from pump. Investigators were unable to test keypad because all contacts except for the ok button contact are missing from the pump. When the pump is booted the display is a dim red color. (B)(6).